Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: twenty five sealed and three open 32g x 4mm pen needle samples were returned from lot. No. 1048100, cat. No. 320561. Visual examination of the three open samples was carried out and a bent non patient end of cannula was observed on all three samples. Due to the condition these samples were received no clog test could be carried out. A clog test was carried out on the twenty five sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle failed to deliver insulin during use. The following information was provided by the initial reporter: "every third needle no insulin comes through".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle failed to deliver insulin during use. The following information was provided by the initial reporter: "every third needle no insulin comes through".